Event description:
Caller reported a malfunction occurred on the pump after it got wet. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the customer was instructed on how to return the problematic pump, including putting it into storage mode and using a pre-paid return box. The customer will use manual daily injections as backup therapy and was informed that the replacement pump would include updated software. They were also advised on programming their settings and connecting their continuous glucose monitor to the new pump. The customer understood and acknowledged all instructions.